Manufacturer narrative:
Failure analysis noted that the pump had ghosting segment. The problem was isolated to the lcd board. The pump had cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a display anomaly. The blood glucose at the time of the incident was 7.6 mmol/l. The pump screen was quite dark and it was hard to see the screen clearly. The battery was changed but it did not help. The pump passed the self-test. Troubleshooting was performed. The device was returned for analysis.